Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: patient presented with l4-5 spinal stenosis, neuroforaminal stenosis, scoliosis. The patient underwent the following procedures: right l4-5 transforaminal lumbar inter-body fusion with interbody cage, bone morphogenic protein, matrix, and bone marrow aspirate. L4-5 minimally invasive tubular retraction and posterior lateral fusion with minimally invasive tubular retractor. L4-5 posterior non-segmental instrumentation with percutaneous pedicle screws and rods. As per op-notes, "the disc space was trialed for an implant. Bone morphogenic protein and graft matrix was packed into the disk space anteriorly. Additional bone morphogenic protein sponges were placed into a 14mm - 32mm cage, which was then inserted and countersunk on the right hand side. Onlay grafting was performed with matrix, bone morphogenic protein and bone marrow aspirate from the iliac crest."

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l4-5 using a cage and rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient had significant damage to the spine. The patient received significant medical treatment and never recovered from the surgery. The patient continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.